Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 with control-iq user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 61mg/dl. Prior to going to the ER, the customer consumed glucose tablets to address the bg level. The customer was kept under observation in the ER and no treatment was administered. Customer was discharged from the ER 3 hours later with the issue resolved and no permanent damage. It was reported that the customer's parent overrode the suggested bolus amount and delivered an incorrect bolus. System check with technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.